Event description:
A cartridge change error was reported with the pump. There was no adverse impact to the customer's blood glucose level. The customer's registered nurse assisted in loading the cartridge successfully, and no further assistance was needed. The customer was able to resume insulin delivery, and technical support closed the case.